Manufacturer narrative:
Hill-rom technical support provided the account with the part number for a new actuator restoration set to order and install to resolve issue. A search of the maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. Based on this information, no further action is required.

Event description:
Hill-rom technical support received a report from the account stating that grease is leaking out of the outer case of the lift. The lift is fully operational. The lift was located in the patient room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).